Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient stated they are getting a service code 302 on the ptm. The patient stated the communicator was blank and it had been on charge long enough. The patient stated their ptm took a long time to connect to pump and got stuck at 75% and 91% since a month ago. The patient stated they got 10 boluses a day. The manufacturer's patient services specialist (pss) assisted patient with resetting the communicator and ptm. The patient confirmed that the communicator powered on. Pss assisted the patient with clearing the data. The patient was able to connect to the pump and request/receive a bolus. Pss reviewed how to close out of all running applications. The troubleshooting steps that were taken on the call resolved the issue.